Manufacturer narrative:
According to the customer contact, on (B)(6) 2023, the tubing of the IV catheter is "clotting off" and "more difficult to obtain labs from the piv". This resulted in an additional IV to be placed. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
IV clotted off requiring an additional IV to be started.